Event description:
It was reported that the display on the external pulse generator was missing segments. The generator was returned for service. It was indicated on the return paperwork that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Interconnect flex and led (light emitting diode) flex have intermittent connectivity issue. Interconnect flex is not fully seated on one side. High rate cover, caution label, and one case screw are missing. Main printed circuit board is out of electrical specification. High rate keypanel is scratched. Battery flex is pinched. Upper case is out of mechanical specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis confirmed the reported event. Interconnect flex and led (light emitting diode) flex have intermittent connectivity issue. Interconnect flex is not fully seated on one side. High rate cover, caution label, and one case screw are missing. Main printed circuit board is out of electrical specification. High rate keypanel is scratched. Battery flex is pinched. Upper case is out of mechanical specification.